Manufacturer narrative:
Product analysis: the protégé everflex was returned for evaluation. No ancillary devices were returned. The protégé everflex was inspected and it was observed the stent was exposed outside of the blue catheter outer shaft. The inner assembly was exposed outside the outer by approximately 12cm. The exposed stent showed the distal end fractured off. No tantalum spheres were identified on the distal end of the exposed stent. Approximately 9 cm of the stent was exposed. The distal end of the exposed stent showed the struts stretched out distally at the area of the fracture face. It was verified the proximal end of the stent was located approximately 15cm from the distal tip assembly. Product labelling indicates the length of the stent is 15cm. The returned fractured stent was approximately 13 cm long. It is unknown if the fractured distal portion of the stent was able to be removed from the patient. An approximate 90-degree bend was observe to the catheter shaft at the distal edge of hypotubing. The deployment grips were pulled together with no resistance and it was discovered the stent did not deploy further. It was observed the blue outer detached from the hub. Adhesive was noted on the exterior of the hub port. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was safely removed from the patient without intervention medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protege everflex during treatment of a plaque lesion in the patient¿s mid common iliac artery. No vessel tortuosity or calcification are reported. Lesion exhibited 70% stenosis. No damage noted to packaging prior to use. Device inspected prior to use. No issues noted when removing the device from packaging. IFU was followed and the device was prepped without issue. Pre-dilation was performed. The device was not passed through a previously deployed stent. No resistance was encountered during advancement. The device was advanced to the target lesion. The lock-pin was removed when the target lesion was reached. It is reported the stent partially deployed prior to intended deployment. The device was removed and replaced with a competitor device to complete the procedure. No injury reported.